Event description:
Pt/resident disconnected self from ventilator. Inner cannula was found attached to ventilator circuit in bed linens. Low pressure alarm did not alarm. Alarm was functional 16 minutes prior to episode. Hospital bio-medical engineering dept. Inspected unit & found unit operational.